Event description:
It was reported a snare was advanced, in a retroflex position, and engaged around a rectal polyp. Cautery was applied, however, it was noted no cautery could be generated. The polyp was released and the distal loop of the snare detached at that time. A portion of the detached loop exited the patient's rectum. Manual retrieval of the detached loop was uneventful. Another unit was used to complete the procedure successfully. There were no patient complications involved. The device has not been received by this manufacturer. Therefore, a failure analysis is not available. Without evaluating the device and without the lot number, company is unable to determine the cause for this event. However, although a lot number is not available at this time, a refinement to the manufacturing process has been implemented. Company believes this action will minimize the occurrence of this type of malfunction. Company will continue to monitor for trends.